Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out procedure, the pace sense terminal pin on the right ventricular (rv) lead was unable to be removed from the header of the implantable cardioverter defibrillator (ICD). It was noted that the conductor coils started unraveling and the pace sense pin detatched from the lead when attempting to remove it from the header of the device. The rv lead pace sense pin remained in the header of the ICD. The technician in the change out procedure noted the physician did not fully retract the setscrew and tremendous force was applied to the lead. The pace sense portion of the rv lead was surgically abandoned and the ICD was explanted as planned. The physician attempted to place a new lead, however the patient's svc occluded. Thus a new pace sense lead was placed with a new ICD. The new ICD was programmed aai. The high voltage portion of the existing lead were placed into the proper ports on the new ICD, however tachycardia therapy was programmed off. The patient was transferred to a different facilty for a possible laser extraction and placement of a new tachycardia therapy lead. During the second procedure the physician opted to completely abandon the rv lead place a different rv lead from another manufacturer on the patient's opposite side and tunnel to the previously placed ICD. No additional adverse patient effects were reported.